Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity; the physician suspected premature battery depletion. Device replacement was recommended. This device remains in service at this time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
Additional information was received indicating the device was explanted and replaced. No adverse patient effects were reported.